Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to use stress, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: "check that there are no scratches, chips, dirt, or gaps around the lens on the tip of the lens." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had a tip air leak. During inspection and evaluation, the objective lens adhesive is peeling off. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: cracks and scratches on various parts of the device, due to wear of angle wire, bending angle in up direction does not meet specifications, due to damage on charged coupled device (ccd) unit, the image has white dots, and due to damage on ccd unit, the image has roughness. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.